Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s current blood glucose was 454 mg/dl. The customer did experienced the symptoms such as headache, eyes hurting, legs cramping due to high blood glucose. Customer stated high blood glucose was treated with insulin pen and manual injection. Troubleshooting was done for high blood glucose. Auto mode feature was used at the time of event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump was giving blood glucose required now and then. Customer stated they had changed infusion set and reservoir still showed the same high blood glucose and sensor glucose. The insulin pump will not be returned for analysis.